Event description:
It was reported that a device was used during a gastic resection. The device fired malformed staples. Case completed with hand suture. Excessive bleeding occurred during surgery. Patient received one unit of blood.